Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The patient was evaluated in a hospital setting, and the health care professional (hcp) was unable to interrogate this device with multiple programmers. Premature battery depletion (pbd) was suspected. The last device evaluation from one year ago stated that battery life had seven years remaining. The patient was hospitalized, and a device changeout procedure was scheduled. No additional adverse patient effects were reported. At this time, this device remains in service. Further information was received that the patient was transferred to another hospital where this device was explanted and replaced. It was also reported that this device exhibited pacing inhibition. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The patient was evaluated in a hospital setting, and the health care professional (hcp) was unable to interrogate this device with multiple programmers. Premature battery depletion (pbd) was suspected. The last device evaluation from one year ago stated that battery life had seven years remaining. The patient was hospitalized, and a device changeout procedure was scheduled. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The patient was evaluated in a hospital setting, and the health care professional (hcp) was unable to interrogate this device with multiple programmers. Premature battery depletion (pbd) was suspected. The last device evaluation from one year ago stated that battery life had seven years remaining. The patient was hospitalized, and a device changeout procedure was scheduled. No additional adverse patient effects were reported. At this time, this device remains in service. Further information was received that the patient was transferred to another hospital where this device was explanted and replaced. It was also reported that this device exhibited pacing inhibition. No additional adverse patient effects were reported. This device has been received for analysis.